Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during impaction of the liner the liner would not lock into place. It seemed like the locking ring was damaged during impaction. Time was extended by 30 mins while we had another implant delivered. Doe; (B)(6) 2019, unknown affected side.